Event description:
Subsequent to the initial MDR, additional information was received on 04/06/2026. Data was received and evaluated. An analysis of the data logs was performed for the time in question. The logs indicated that the sensor session began on (B)(6) 2026 at 2:31 am with (B)(6). The sensor session lasted 11 days and ended due to permanent communication error between device and transmitter on (B)(6) 2026 7:16 pm. The performance data indicates that the alerts functioned as intended. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a signal loss occurred occasionally rarely between 03/13/2026 and 03/14/2026. The wearable was inserted into the arm on (B)(6) 2026. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. On 03/13/2026, at approximately 10:00 p.m., the patient¿s continuous glucose monitor (cgm) mobile application reportedly entered a signal loss state. The last known cgm reading prior to the signal loss was not reported. During this time, the patient was able to measure blood glucose (bg) using a glucometer; however, no specific bg value was documented. No patient symptoms, treatment, or medical intervention were reported at that time. On 03/14/2026, at approximately 6:00 a.m., the cgm remained in a signal loss state. The patient began experiencing dizziness and diaphoresis, which caused him to fall to the ground. The patient did not lose consciousness, and no injuries were reported as a result of the fall. The patient¿s parent performed a fingerstick bg test, which indicated a value of 41 mg/dl. The patient was treated with juice and subsequently reported feeling better. At the time of the report, the patient stated he was feeling ¿fine.¿ data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.